Manufacturer narrative:
Results of the memory analysis indicated normal depletion based on the programmed outputs. No anomalies were detected. No additional information is available at this time. If more information becomes available, the event will be reopened.

Event description:
Boston scientific received information that a transtelephonic monitoring (ttm) session revealed this device was at an elective replacement near (ern) status. Upon an initial longevity calculation, the device appeared to be depleting faster than expected. An analysis of the memory was performed.